Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd neoflon¿ IV cannula there was an issue with the device . It was stated ¿the catheter tip was deformed like a burr.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: three photos and one actual samples were returned for investigation. Our quality engineer inspected the returned unit and a burred needle was not observed. Peelback however, was identified. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The probable root cause could be due to the tubing material. CAPA # (B)(4) was issued to review the tubing material. The appropriate personnel have been notified and corrective action has been taken to review the tubing material and the manufacturing process for forming the catheter tip. Changes will be implemented to prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis.